Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found a medication jam in auxiliary drawer 1, removed the jam, and tested the drawer successfully. The customer verified operation through the recovery process without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to recognize that the drawer was closed. The user stated that the system displayed a message indicating that the drawer failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.